Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the sample was not returned to biomérieux by the customer. A review of device history record for this lot was performed and no discrepancy or anomaly was observed during this review. The quality control department tested four (4) internal samples with the retain kit vidas® ft4 from lot 1005451940 / 180111-0 on the vidas® instrument. The results obtained for the four (4) samples were within specification. The quality product department tested cross-reagent between ft4 strips and tsh and ft3 spr®s: with the retain kit vidas® ft4n lot 1005451940 / 180111-0, on the vidas® instrument, the laboratory tested the c1 and four (4) internal samples of vidas® ft4n from the quality control department. The laboratory tested strips ft4n with tsh and ft3 spr®s from the retain kit, the results were as follows: tsh lot g60; result > 100 pmol / l for c1 and 4 samples (> 7.77 ng / dl). Ft3 lot g22; result not linked to the customer's issue. Quality product department shows that a result > 100 pmol / l or 7.77 ng / dl can be obtained when we crossed with a ft4n strip with a tsh spr®. With ft3 spr®, we did not obtain a result in alignment with the customer's issue. The analysis of control card on four (4) internal samples shows that vidas® ft4n batch 1005451940 / 180111-0 is within specification and similar to other batches of product produced. Unfortunately, it was impossible to identify the root causes of the non-reproducible result obtained by the customer, because the customer did not return a sample. As explained in the package insert:" vidas® ft4 assay results should be interpreted as part of a complete clinical evaluation and thyroid function assessment, including at least tsh determination". The likely root cause is a cross between using a ft4n strip with a tsh spr®. The customer will be reminded of good laboratory practices. The vidas® ft4n kit, lot 1005451940 / 180111-0 is performing as expected.

Manufacturer narrative:
Added UDI number (B)(4) to the medwatch report.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the occurrence of inconsistent results for the same specimen in association with the vidas® ft4 assay (ref. 30459). While product reference 30459 is not sold or distributed in the united states, a similar product (vidas® ft4, ref. 30459-01) is. On (B)(6) 2017 a patient specimen was tested via the vidas® ft4 assay producing a result >7.77 ng/dl (the upper limit of the test). A repeat test was performed less than 30 minutes later and obtained a result of 1.44 ng/dl. On (B)(6) 2017 a new specimen was taken from the patient and tested via alternate method (maglumi chemoluminescence); the result was 1.01 ng/dl (euthyroidism: 0.89 - 1.72 ng/dl) indicating the initial vidas® ft4 result was over-estimated. The chemoluminescence result (1.01 ng/dl) was reported to the physician. The customer stated that neither vidas® ft4 result was reported to the physician; therefore the over-estimated result had no impact on patient therapy, although results were delayed one - two days due to retesting. An internal biomérieux investigation will be initiated.